Manufacturer narrative:
H10: e2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, the most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited distal fiber breakage, a cracked lens, loose adapter, and cracks on the connector. There was no patient involvement.